Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the drawer 4.1 had failed and was not detected on the bus and recovered after a power cycle. A field service engineer instructed the customer to perform a power cycle and verified the drawer recovery upon boot up. The system functioned as intended after the field service engineer assisted customer to resolve the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed and not detected on bus. The customer attempted to recover the drawer by performed recover storage space, but the issue persisted. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.